Event description:
It was reported when the device was used during a wedge resection procedure, it would not open. The device was removed with the aid of another device. The case was completed using a new device. There was no pt consequence.